Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient underwent surgery for a proximal to distal humerus crush fracture on (B)(6) 2013, and a spiral blade was implanted. It was reported that the blade was translocating gradually after one week. The surgeon suggested there may be a loose end cap. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.